Event description:
It was reported that during a da vinci-assisted surgical procedure, it was observed that the tips of the force bipolar instrument were not aligned. The procedure was completed with no reported injury.

Manufacturer narrative:
A review of the customer provided image was consistent with the reported event of misaligned instrument tips. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force bipolar instrument was found to have a dislodged grip-tang near the base of the grip tip. The complaint was confirmed by failure analysis. The probable root cause of the dislodged grip tang is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.